Event description:
Alcon constellation machine #b stopped abruptly during retinal eye surgery. Red stop sign with warning 1008 on screen. Representative from alcon notified. Advised us to re-boot. Patient not harmed. Machine seems to be cooperating after re-boot. Ongoing issues with these machines. Replaced them later in 2012. Alcon constellation machine (model and serial # unknown).